Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high thresholds, a macro dislodgment was suspected but not confirmed. This lead was successfully replaced. No additional adverse patient effects.